Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l powermidline catheter. The catheter terminated at the 10cm depth marking. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Light usage residues were observed throughout. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. Microscopic inspection of the sample did not reveal any leakage or evidence of leakage. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. Based on the provided description of the reported event, potential contributing factors include fibrous encapsulation of the indwelling catheter.

Event description:
A PICC nurse at the facility reported, encountered a patient that had just had a power midline placed the day prior ((B)(6) 2017) that was leaking clear fluid from around the insertion area and having the pump alarm when it was hooked up to fluids. The nurse stated, "when I took down the dressing it was wet from the fluid leak. I flushed the line and fluid came out around the insertion site, there was no blood return. The patient reported feeling a painful burning feeling around the insertion site area. This was a 4f power midline lot# rebr1024 that was placed in the left arm (basilic vein) and cut to 10cm. At the time of insertion there was no pain or discomfort at the insertion site, the midline flushed easily and gave brisk blood return". There was no reported harm to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr1024 showed no other similar product complaint(s) from this lot number.

Event description:
A PICC nurse at the facility reported, encountered a patient that had just had a power midline placed the day prior ((B)(6) 2017) that was leaking clear fluid from around the insertion area and having the pump alarm when it was hooked up to fluids. The nurse stated, "when I took down the dressing it was wet from the fluid leak. I flushed the line and fluid came out around the insertion site, there was no blood return. The patient reported feeling a painful burning feeling around the insertion site area. This was a 4f power midline lot# rebr1024 that was placed in the left arm (basilic vein)and cut to 10cm. At the time of insertion there was no pain or discomfort at the insertion site, the midline flushed easily and gave brisk blood return". There was no reported harm to the patient.